Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the high purge pressure was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
D6b: explant date is unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 65-year-old male patient presenting with cardiomyopathy. The bedside rn reported that the purge flow was alarming at <1 ml/hr with purge pressures >1000 mmhg. The patient remained hemodynamically stable with no changes noted on the bedside monitor or vital signs, and aic parameters (ao/lv/mc) remained unchanged on p-4 from earlier in the shift despite the alarms. The rn notified the primary team, who ordered tissue-type plasminogen activator (tpa). The primary team administered tpa the same day the issue was reported. Following tpa administration, the purge flows and pressures returned to normal limits. The patient remained hemodynamically stable and continued on support. The reported event is high purge pressure requiring medication. The impella 5.5 will be conservatively reported for serious injury due to medication being administered; however, there was no consequence to the patient, and support was maintained with no known adverse events.

Manufacturer narrative:
Added: d6b (date of explant), and e1 (initial reporter title, facility name and address)corrected: e3 (initial reporter occupation)